Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: inspection revealed that the display screen visual was dim and discolored due to an unidentified display failure. The following findings are unrelated to this issue: there was no evidence of a 'time and date reset' issue observed in the black box data. A 'time and date reset' issue was observed during the investigation; the time and date settings reset to their default values when the battery was removed from the pump for 6 hours. The pump case was removed, and corrosion was found under the bt1 component; this device failure caused the 'time and date reset' issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen visual. This report is made based on results of investigation completed on (B)(4) 2015.